Event description:
The customer originally called in to report pain while pumping causing her areola to be sore and have scabbing. The customer was in contact with a medela clinician on (B)(6) 2015 and stated she was being treated for mastitis and taking cephalexin 4 times a day for treatment.

Manufacturer narrative:
Replacement breastshields were sent to the customer and it was requested that the customer return her shields for evaluation. The product was not returned to date for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.